Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an extended charge time of 17.7 seconds. This device has been in service for approximately 2.5 years. A guidant technical services (ts) consultant discussed that the predicted longevity of this device, given the parameters provided, is 3.78 years. Ts recommended returning the device to guidant after it is explanted, so that additional analysis can be conducted. There have been no reported symptoms associated with this clinical observation.